Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented with non-sustained right ventricular oversensing on the implantable cardioverter defibrillator. Upon review of the stored electrograms it was noted that this was due to myopotential oversensing. Programming changes were discussed. No additional information was reported.